Event description:
It was reported that the tubing came apart just above the lowest leur lock port connection. The filter line was primed with a 250 ml normal saline bag. Patient reported liquid dripping from the IV tubing. Tubing was attached to a 250 normal saline bag in preparation for chemotherapy infusion. The tubing was removed and a new tubing was utilized with no further difficulties noted. In addition, during follow up; it was confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
Continued from medical products & therapy dates-250ml baxter bag, lot: w9f14c2, exp: sep20, 0.9% sodium chloride injection. Additional information added to; concomitant medical products. Correction; evaluation codes (patient code). The customer¿s report that the tubing came apart just above the lowest luer lock port connection and leaking was confirmed. The separation was observed at the exit of the second smartsite valve and tubing components. Further inspection of the separated tubing end identified the issue to be insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Set model was separated at the engagement between the tubing and entrance of the lower smartsite valve components. No testing was deemed necessary due to the obvious separation. Dimensional analysis of the separated tubing noted it was within specification(s). Further handling of the rest of the set's tubing engagements observed no separation or any issues. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The customer¿s report that the tubing came apart just above the lowest luer lock port connection and leaking was confirmed. The separation was observed at the exit of the second smartsite valve and tubing components. Further inspection of the separated tubing end identified the issue to be due to the tubing not being fully inserted. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Set model was separated at the engagement between the tubing and entrance of the lower smartsite valve components. Visual inspection of the separated tubing observed evidence of a solvent line close to the tubing end. When aligning the separated tubing end's depth with the open smartsite end based on the solvent line evidence on both components, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing outer diameter was within specification. The root cause of the separation is due to improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing came apart just above the lowest leur lock port connection. The filter line was primed with a 250 ml (ns) normal saline bag. The patient reported that liquid dripping from the IV tubing. Tubing was attached to a 250 normal saline bag in preparation for chemotherapy infusion. The tubing was removed and new tubing was utilized with no further difficulties noted. In addition, during follow up; it was confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing came apart just above the lowest leur lock port connection. The filter line was primed with a 250 ml normal saline bag. Patient reported liquid dripping from IV tubing. Tubing was attached to a 250 normal saline bag in preparation for chemotherapy infusion.